Event description:
A customer contacted beckman coulter (bec) reporting that the probe was leaking diluent on the coulter ac*t differential hematology analyzer after each sample. The customer indicated that they already cleaned the probe and bleached the pathway; however, the root of the issue was not resolved. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec customer technical support (cts) advised the customer to check the line in the lv8*. The customer discovered a dent in the tubing and replaced it. Issue was still ongoing and a service request was initiated. Bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed the leak coming from the probe. The fse replaced the diluent filters and ran many specimens to confirm that the issue was resolved. Failure mode: diluent filters. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. * lv8: a two-way solenoid pinch valve used to connect the vacuum chamber (vc1) to the bottom port of the probe-wipe housing. (B)(4).